Manufacturer narrative:
H6; code 100: non-conforming top ratchet spring height. Based upon the inquiry info received and the visual examination, it was concluded that the reported incident during surgery was due to a high top ratchet spring. The instrument was received with a high top rachet. The applier was cycled and the clip fed sideways and ejected. The top conforming ratchet spring was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a ligation procedure. It was reported by the rep. Customer said clip came out of jaws sideways and crooked. Opened another instrument and finished procedure without incident there was no consequence to the pt.